Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> the device associated with this report was not returned. However, a review of the provided photograph confirmed the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stating that as far as they know there have not been any issues including no infection due to the surgery itself or the delay caused by the grater.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While the surgeon was reaming the acetabulum the grater/handle attachment broke off leaving the grater lodged in the patient's acetabulum. The grater could not be removed by hand or with generic instruments or osteotomes. The surgeon requested and used several different types of osteotomes/instruments to remove the grater and after approximately 60 minutes the grater was able to be dislodged and removed from the pt. During the extraction the grater had fragments that had broke off and they were all collected and removed from the patient. After removal of the broken instrument the surgeon was able to continue with the rest of the surgery and complete the total hip replacement without any further delay.